Event description:
It was reported that on (B)(6) 2021, the patient underwent a hardware removal of the femoral neck system due to the patient complaining of pain. It was noted that a 5.0 locking screw cold-welded to an fns plate. The surgeon was unable to remove and left hardware in, irrigated, and closed in. The hardware remained in the patient's body. There were a twenty (20) minutes surgical delay. The procedure was not successfully completed. The patient's status is unknown. Concomitant devices reported: unknown bolt (part# unknown, lot# unknown, qty 1); unknown antirotation screw (part# unknown, lot# unknown, qty 1). This complaint involves four (4) devices. This report is for (1) 5.0mm ti locking scr slf-tpng with t25 stardrive recess 38mm. This is report 1 of 4 for (B)(4). Related product (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.